Manufacturer narrative:
The test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately erratic. The patient reported blood glucose results of "115 and 285 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (09/19/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.